Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose 28 mmol/l on (B)(6) 2018 and also had under delivery. The customer¿s blood glucose level was 25 mmol/l at time of incident and current blood glucose level was 18 mmol/l. The customer was treated with bolus. The customer had symptoms such as nausea. The customer performed high pressure test and was passed. It was reported that the customer alleges possible pump under delivery. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.